Manufacturer narrative:
The device was evaluated by an authorized service provider (asp) on 30jun2025. The asp confirmed that no items or values were adjusted automatically without pressing a button, it was possible to adjust values, confirm, and cancel using the touchscreen, and no prescription was changed automatically without user input. The asp replaced the switch printed circuit board assembly (pcba) to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button on the navigation ring (nav-ring) did not respond. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) of the issue which had been found during routine inspection of the ventilator. The device otherwise continued to operate when the issue was observed. This investigation is ongoing.